Event description:
It was initially reported on (B)(6) 2009, that the patient developed a rash that seemed to originate from the pump's location on the patient's right side which has spread to his back. The rash had disappeared for a while when it was treated, but later returned. It was unclear at that time if the rash was an allergic reaction related to the pump. An allergy kit was sent to the clinic. It was later reported on (B)(6)2010 that the hcp was unsure whether the patient had an infection on his rear by the pump, or if it was an allergic reaction. The physician removed the pump on (B)(6)2010, secondary to diffuse cellulitis around the buttocks and posterior thigh. The pump was found intact, and the physician reported that the cellulitis was most probably not due to the pump. For safety reasons, and to clear the cellulitis, the pump was removed. After additional information was obtained, allergic reaction had been ruled out because this was the second pump the patient had received with the first pump being in for "several years"; there were no incidents of a rash or abnormality with the first pump. The patient was doing fine on oral baclofen. The plan was to reimplant in 3 months after a full round of antibiotics. The pump contained 2000 mcg/ml lioresal with a dose of 450 mcg/day.

Manufacturer narrative:
(B)(4)